Event description:
As reported by the account, the side port extension of the avanti 9f introducer had separated from the hub. The patient is a (B)(6) male. The patient underwent placement of the femoral sheath prior to placing iabp. The product was properly inspected and prepped and there were no anomalies noted. The sheath had been in place in the patient for one day prior to the event. The sheath was not used for any infusions. The sheath was not accidently pulled on during transport of the patient, but it was noted that the patient was restless and that he possibly may have pulled it. There was no excessive bleeding as the nurse was beside when it was noticed. The patient did not require any blood transfusion.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported by the account, the side port extension of the avanti 9f introducer had separated from the hub. The patient underwent placement of the femoral sheath prior to placing an intra-aortic balloon pump. The product was properly inspected and prepped and there were no anomalies noted. The sheath had been in place in the patient for one day prior to the event. The sheath was not used for any infusions. The sheath was not accidently pulled on during transport of the patient, but it was noted that the patient was restless and that he possibly may have pulled it. There was no excessive bleeding as the nurse was beside when it was noticed. The patient did not require any blood transfusion. One non sterile 8 f sheath introducer, one non sterile non cordis balloon and other non sterile "y" connector were received. The sheath introducer had the tubing detached from the barb. The collars were inspected and no anomalies were observed. The tubing was inspected and marks of the barb were found on the tubing. This mark is the evidence that a union between the collar and the barb was performed. No anomalies were found on the tubing or the bar. Dry blood was found on the sheath introducer. No visual anomalies were found on the non cordis products. No device history report review was performed since the lot number was not provided. The side port tubing detached was confirmed during analysis. The cause of the separation could not be determined during analysis since no anomalies were found on the returned units that can be related to the detachment event. Procedural or clinical factors might have impacted the event. As reported, the patient may have pulled on the device. No corrective action will be taken at this time since as there are no indications that the complaint is related to manufacturing process.